Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing and analysis found that the device did not pass the ventricular minute ventilation portion of the automated returned products testing. Detailed analysis noted that the atrial and the ventricle minute ventilation channels use the same externally mounted components. During testing there was no issue found with the atrial minute ventilation, therefore it can be concluded that the inability of the device to generate an exciter pulse on the ventricular minute ventilation channel was a result of an issue with the mixed mode integrated circuit. The exact cause of the product performance issue or possible damage to the mixed mode integrated circuit was not determined. No further analysis was performed.

Manufacturer narrative:
When detailed analysis is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The (B)(4) laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending.